Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judqf294 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "during use on the patient, the registered nurse (rn) placed the statlock stabilization device on the patient. It was noted that the pad on the statlock was not sticking on the patient and the rn stated the pad was "dry". Six statlock were used and none was sticking on the patient. As a result, the rn continued to use the non-stick statlock as is. There was no report of patient complications, serious injury or death" this report addresses the fourth of six devices.